Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor coupling with recharging and it was taking too long to charge. The patient had been trying to charge for about 2 weeks prior to the report and thinks that the implantable neurostimulator is too dead to charge. The patient noted that she knows when the implantable neurostimulator is charging because since implant, the patient will feel a buzz like her finger is in a wall socket when charging. When she moves in different positions, upright to lying down, the patient feels a buzz in her lower legs like the patient¿s finger is in a wall socket. After repositioning the antenna over the implantable neurostimulator, the patient was able to start a charge and get full coupling bars filled. It was reviewed that the implantable neurostimulator recharger battery was full. The stimulation was currently showing that it was off, and also saw the ¿charge implantable neurostimulator battery now¿ screen during troubleshooting. It was reviewed that the screen means that the implantable neurostimulator is off because the implantable neurostimulator needs to be charged. The patient had tried to connect with the patient programmer, but it wasn¿t communicating. The patient noted that the recharge efficiency bars were fluctuating, and it was reviewed that this may be the reason why the implantable neurostimulator takes a long time to charge. There were no patient symptoms or complications reported.